Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned device was received in three pieces. Visual inspection of the device revealed the device was broken at the strain relief of the device and also at the catheter shaft. Visual and tactile analysis noted two breaks on the catheter shaft, one approximately 56cm proximal from the tip of the catheter and the other approximately 117cm proximal from the tip of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 08/19/2015. It was reported that the catheter kinked. A fetch 2 catheter was selected for use during an emergent procedure. While introducing the catheter into the patient, it became kinked. The physician noted the device felt stiff. The procedure was completed with another fetch 2 catheter successfully. There were no patient complications reported. However, device analysis revealed a shaft break.